Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Unable to troubleshoot as the caller did not have the insulin pump. Unable to reach the customer at the phone number provided. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.